Event description:
As reported: "long gamma nail has been broken 2 months after the initial surgery. Nail has been operatively removed."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned, and no additional information was available. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "long gamma nail has been broken 2 months after the initial surgery. Nail has been operatively removed."